Event description:
It was reported that during a percutaneous coronary intervention procedure, resistance was encountered and the guide wire coating was "coming off". The 300cm kinetix plus ptca guide wire was placed in an unknown vessel. An 8mm x 3.00mm quantum apex balloon catheter was advanced over the wire. The physician noted a "tacky feel" while removing the apex balloon catheter from the kinetix wire; however, the balloon was able to be removed from the wire. It was further noted that the coating of the guide wire may have peeled off. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, resistance was encountered and the guide wire coating was "coming off". The 300cm kinetix plus ptca guide wire was placed in an unknown vessel. An 8mm x 3.00mm quantum apex balloon catheter was advanced over the wire. The physician noted a "tacky feel" while removing the apex balloon catheter from the kinetix wire; however, the balloon was able to be removed from the wire. It was further noted that the coating of the guide wire may have peeled off. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection of the complaint device did not reveal any irregularities that could have potentially contributed to the reported event information, the device appeared 'clean' and without the presence of dried blood or contrast media. Microscopic evaluation showed no further evidence that the wire had been used in a procedure, no visual abnormalities were noted. Outer diameter measurements were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "not confirmed" as there was no evidence of the reported issue. (B)(4).